Event description:
It was reported that while performing the quality control test of newly opened cidex opa test strips, the test strips recorded a "positive" or "pass" result when inserted in the negative control solution. The negative control solution contains a mixture of equal parts water and cidex opa solution. The expected result of such a test is "negative", or "fail". The test strips are designed to determine whether the concentration of ortho-phthalaldehyde in cidex opa solution is above or below the minimum effective concentration (mec) established for cidex opa solution.